Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the system's tube arm lock release button. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system's tube arm lock release button wasn't working. No pt injury was reported.